Manufacturer narrative:
Some information for this report had not been provided at this filing. If the information is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of specification, but indicates a possible sensitivity reaction. A small percentage of the population may have hypersensitivity to the adhesive or its derivatives. Typically these reactions occur immediately after application. Without sensitivity testing on these materials, it is not possible to determine if the reaction was due to the adhesive or other factors. The package insert informs the user the reactions may occur in patients who are hypersensitive to cyanoacrylate or formaldehyde. Reactions in these patients are typically limited to redness and/or inflammation that resolves without further treatment once the adhesive has been removed.

Event description:
Dermabond topical skin adhesive was used after pacemaker insertion on a female. Redness irritation and a slight rash occurred 2-3 days post-op. The rash lasted for two weeks and then subsided. In 2007, the pacemaker was replaced and dermabond was again used to close the incisions. The patient developed redness two days post-op around the incisions. After a week, the skin turned gray-ish black with open raw skin and weeping ulcer wounds. The wound cultures were negative. The rash spread from the wound outward. At the time the information was provided, the patient remained hospitalized. Several attempts have been made to gather more information, but at this time, no additional information has been provided. Current status of the patient is unknown.